Manufacturer narrative:
510k: this report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) maude report mw5082887].

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility report# mw5082887. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached.